Event description:
It was reported that approximately seventeen years post-implantation, the patient underwent a right hip revision due to metallosis derived from the prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Cat: 130831 lot: 1283152 magnum tpr adpr ti 42-50/+4mm mm12/14. Cat: 7100100306 lot: 2006070179 ppf ltz stem sz 06x160mm . G2: foreign ¿ italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.